Manufacturer narrative:
The root cause of the issue has been determined to be related to the rotating cover that covers the samples/sample rack not starting to move to a position that properly covers samples that have not been requested access to until load station door is opened, leaving unrequested samples exposed to access by operator for 4 seconds.

Event description:
The root cause of the issue is related to the rotating cover that covers the samples/sample rack not starting to move to a position that properly covers samples that have not been requested access to until load station door is opened, leaving unrequested samples exposed to access by operator for 4 seconds. No biased result was reported. No patient was harmed. (B)(4).

Manufacturer narrative:
Removing of a sample was not detected by the ortho vision¿ biovue analyzer. Investigation is in progress. No biased result was reported. No patient was harmed. This incident could happen on the ortho vision¿ ID-mts analyzer (product#6904577). (B)(4).

Event description:
Ortho's employee is reporting that it is possible, after opening the load station door, to remove a sample from a sample rack in a position adjacent to a sample rack position selected through the graphical user interface (gui) to load new samples on their ortho vision biovue analyzer without any check performed of adjacent rack after closing the load station door and causing no alert to be posted that a sample removal occurred. Complainant name/complaint reporter: mr (B)(6) - ortho's employee in (B)(4). Event date: (B)(6) 2016. Software version: 3.6.0. The issue was observed first on ortho vision biovue analyzer (B)(4) with software version 4.5 being on site for validation purpose and could be reproduced on ortho vision biovue analyzer (B)(4) with software version 3.6.0. The complainant confirmed that no biased results were reported as a result of these event.